Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrodes. The area was described as a red, itchy irritation. The patient's doctor recommended using the water based lotion to treat the irritation. During a follow-up, the patient indicated that the irritation had not gotten worse and that her dry skin has improved with the use of the lotion.